Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b3. Additional information: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "tip cover glass damage" malfunctions would likely be related to excessive force as a result of an impact or a fall. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the rigid arthroscope lens exhibited broken glass. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.